Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an sjm ipg on (B)(6) 2007. She recently underwent a surgical procedure for placement of a medtronic ipg. Since that time, it was reported that her sjm ipg is turning off without prompting. Otherwise, she is said to be receiving effective stimulation. In an effort to resolve this matter, the magnet mode option for the pt's simulation program was adjusted, however, f/u on the pt found that the alleged problem persists. An appointment will be scheduled for further interrogation of her sjm scs system. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.